Event description:
Boston scientific received information that this transvenous defibrillation lead was noted to be fractured. The lead was subsequently taken out of service and replaced. No adverse patient effects were reported.

Event description:
Additional information was provided that only the pace/sense portion of the lead was surgically capped and abandoned, and a new pace/sense lead was implanted. It was noted that a fracture was suspected due to noise on the pace/sense channel. The shocking portion of this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.